Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported (brazil) the pt's scs lead had migrated and her scs ipg has been turned off since (B)(6) 2012. The pt underwent revision surgery on (B)(6) 2013 ,where the lead was repositioned. After revision surgery the pt's programmer displayed "error 8604 ipg battery low- stim off" (reference MFR report: 1627487-2013-09047).